Manufacturer narrative:
A getinge field service engineer (fse) confirmed the noise was made by the pump. As the device was out of warranty, fse offered a quote to the customer but the customer refused. Fse told the customer that the faulty device could not be used clinically.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit was loud when it was turned on. There was no patient involved.